Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012999657); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012964897); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the evolutfx-34 valve, fluoroscopy imaging showed crown overlap to the third node. The valve was implanted and opened with an infold. After the infold was identified, a new valve was loaded to a new delivery catheter system and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. The valve exhibited discoloration consistent with blood exposure with remnants of coagulated blood found on the outflow frame. The valve was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shape) appearance. As received, all leaflets were in a partially open state. The leaflets exhibited stiffness at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Deep creases and frame imprints were present across the leaflet surfaces, indicating that the valve had remained in a crimped or compressed configuration for an extended period. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°celsius) saline bath. Upon exposure, the frame expanded, resulting in resolution of the reniform inflow deformation observed at the inflow. Despite the expansion, the valve appeared to retain a compressed state, likely due to extended time spent within the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the returned condition of the valve, a deployment simulation to evaluate against the reported infold could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold.

Manufacturer narrative:
Updated b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: two media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new system was u sed to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.